Event description:
It was reported by service report that the footboard screen was cracked with exposed sharp edges that could case lacerations/cuts and lead to fluid intrusion. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard.